Event description:
It was reported that the patient's left hip was revised due to the trunnion being 'completely eroded away.'

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed via evaluation of the returned devices. Method & results: product evaluation and results: visual inspection: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The trunnion of the stem is severely worn. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear of the stem trunnion. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The trunnion of the stem is severely worn. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to the trunnion being 'completely eroded away.'